Event description:
A trial patient reported an episode of retention. Patient stated that this morning when she first attempted to void, there was only a dribble came out however the second time she went, she did not have any issue. The reason she started the trial due to symptoms of urgency and incontinence. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.